Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.6 - 4.0inr): qc 1: 3.2 inr , qc 2: 3.3 inr , qc 3: 3.2 inr. The maximum difference between measurements was 3.0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the alleged results were observed, however the time and date were set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay patient/user.

Event description:
The customer complained of discrepant inr result between coaguchek xs (B)(4) and a lab using the innova reagent. Customer tested by fingerstick on the meter and received a result of 7.0 inr and then retested and the result was 6.6 inr. The customer had a lab draw within 7 hours and the result was 5.0 inr. The customer's therapeutic range was unknown but stated it should be below 4.0 inr. Customer's warfarin was held for one night based on the lab result. The customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no medication changes, no diet changes and no new illness. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. There was no allegation of an adverse event. The suspect product was requested to be returned and the replacement product was sent.